Manufacturer narrative:
The suspect product is the compact test strip.

Event description:
Pt reported obtaining back-to-back blood glucose results, of 281 mg/dl and 121 mg/dl and 268 mg/dl and 138 mg/dl on the compact test system. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was rec'd. Pt did not provide the location where the discrepant results were obtained. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped. The compact test system: meter, strip lot and exp date unk.